Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "I can't get my hr over 110 while exercising. Having trouble getting my heart rate up to where it needs to be. The high is 140." They also reported that the physician programmed it to kick in when they are active. They say " I have to work at it to get it. I will get a second wind and can't get it over 110" the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.